Manufacturer narrative:
Device evaluation: device photograph(s) for the device related to the reported event of capsular contracture was reviewed on december 20, 2021. Visual analysis of the photographs identified: device patch with lot number 3095837. The unit is intact. Device analysis performed through photographs, due to the impossibility to perform a further analysis it is not possible to determine the cause of the event.

Event description:
Healthcare professional reported right side "capsular contracture with a baker grade iii". Also reported "suspected heartburn syndrome" which is not related to the device. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported, right side "undulation of contours", "high discomfort". "Capsular contracture with a baker grade iii". Also reported, "suspected heartburn syndrome". Which is not related to the device. The device has been explanted.

Manufacturer narrative:
Initial reporter name.:phone number: (B)(6). (B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported right side "undulation of contours", "high discomfort", "capsular contracture with a baker grade iii". Also reported "suspected heartburn syndrome" which is not related to the device. The device has been explanted.